Event description:
It was reported during a procedure to seal an iliac aneurysm, the doctor had a very difficult time sliding the stent by the patient's scar tissue. The stent deployed; however, the tip of the outer catheter including the marker band detached. The doctor was able to retrieve the tip with a balloon. There was no patient injury reported. Additional information reported on a medwatch report received from the user facility: while delivering the stent, the tip of the delivery system broke from the end of the system. Required medical intervention to retrieve the tip.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was not evaluated as it was retained at the user facility. X-rays were not released for evaluation. Based on the information received, the results of the investigation are inconclusive and the root cause is unk. This application represents an off label use for this device. The fluency plus tracheobronchial stent graft is only indicated for use in the treatment of tracheobronchial strictures. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.